Manufacturer narrative:
(B)(4). Date sent: 3/1/2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It is defective, tip of the trocater was melted.